Manufacturer narrative:
(B)(4).

Event description:
When testing the "ball" to intubate the patient is observed that this is deflated immediately. There was no patient involved since the device was being tested. Note: "ball" may refer to the tubes cuff.